Event description:
Hcp reported that in 2003 the pump was interrogated and showed "pump memory error + pump shut off for 0 hours." There was no symptoms of abstinence reported. The physician reprogrammed the pump. The physician then re-interrogates the pump 3 minutes later to correct a mistake on the reservoir volume and the pt was sent home. The following month the pt presented to the hosp with symptoms of abstinence. The physician re-interrogates the pump and again the pump shows a pump memory error without indicating the number of hours that the pump had been shut off. Physician re-programs the pump and the pt returns home. The pt was reported to be doing fine at the refill the following month. No other complications mentioned since last programming .